Event description:
Following total knee surgery, the patient came in for a follow up visit post op and they did an x-ray. The surgeon noticed that the tip was left in the patient. The patient had a second surgery to remove the tip.

Manufacturer narrative:
Device not returned for evaluation.